Event description:
It was reported that during a follow-up visit, high thresholds was observed. Revision has been scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the sense/pace portion of the lead was capped. The defib portion remains functioning.